Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing planned /non-emergency diagnosis. The procedure was completed as planned by moving the joystick backward. The philips field service engineer (fse) analyzed the system onsite and confirmed that the motion of the c-arm was uncommanded. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that it is impossible to print the images, but the dose reports can be printed. To resolve the issue, fse replaced the network switch, reset the patient database and deleted all temporary files containing pending prints. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was an uncommanded motion of the c-arm. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.